Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on an adc meter. The customer did not notice a trend arrow on the device. The customer experienced symptoms of "persistent low sensor readings, repeated alarms, skin lump, frustration, previous infection, slight headache, anxiety, profuse sweating during hypoglycemia, no symptoms when eating, chest pain, reflux, stomach bloating" and self-treated with 18 units of insulin (type/dose unspecified). There was no report of death or permanent impairment associated with this event. A sensor result of 54 mg/dl was compared to an adc meter reading of 388 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 days. It is unknown when these readings were obtained in relation to the reported adverse event.